Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reason for return, the device failed incoming testing, active and inactive current drain is too high, the liquid crystal display was defective and therefore the battery removal time was too short. The device was scrapped. (B)(4).

Event description:
It was reported that the external pulse generator paced for less than the expected amount of time when the battery was removed. The generator was returned for service. There was no patient involvement.